Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "during the process of connecting the infusion to exhaust, the nurse found that a serious leakage was occured at the connection of the heparin cap, so she stopped using it and replaced the indwelling needle."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9170855. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the photos of the device provided and a review of the manufacturing process, we have determined that the most likely root cause is related to the extended contact with the machinery during manufacture. To address this situation we have added an additional component to the manufacturing process to counter act the tilted component prior to final inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "during the process of connecting the infusion to exhaust, the nurse found that a serious leakage was occured at the connection of the heparin cap, so she stopped using it and replaced the indwelling needle."